Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2006. The physician implanted a taxus express2 2.75 x 32mm drug eluting stent to the distal right coronary artery (rca) and a taxus express2 2.75 x 32mm drug eluting stent to the mid rca. A non bsc stent was placed in the proximal 1st right posterolateral artery after multiple dilations with a 2.0 x 15mm maverick balloon. No pt injuries or complications were reported. In 2007, the pt presented with in-stent restenosis to the previously placed stent in the distal rca. The restenosis was treated by placing a taxus express2 3.0 x 16mm drug eluting stent. No pt injuries or complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 8795952 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.